Event description:
This is an international report where the twist clamp on the transfer set is loose. There was patient involvement however no patient injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation.